Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a clogged blocked cannula. The following information was provided by the initial reporter. The customer stated: before blood collection, it was found that the needle was clogged.

Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to clogged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary "material #: 364314. Lot/batch #: 0203261. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to clogged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced a clogged blocked cannula. The following information was provided by the initial reporter. The customer stated: before blood collection, it was found that the needle was clogged.